Manufacturer narrative:
(B)(4). Photo evaluation summary: upon visual inspection of a photo, the following was observed: the photo shows a linear stapler inside of its package from top view and it was noted with reload no loaded and black reload can be seen loose inside the package. Based on the photo reviewed, the event describe is confirmed, however no conclusion or root cause could be determined. Device evaluation summary: the analysis results showed that the tlh30 device was received sterile with a reload loose inside the sterile package. Although no conclusion could be reach on what caused the reload to eject from the device, it is possible that the package was submitted to higher forces then normal during transportation allowing the cartridge to disengage from the device. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that during the open lobotomy surgery, did not open the packing, noted the cartridge fell off as the photo shows. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.